Manufacturer narrative:
(B)(4). The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).

Event description:
Additional information received reported that the patient was still in a coma and for the moment no action was planned.

Event description:
It was reported that the patient's device was found in end of service (eos). It was noted that 'at interrogation, the device was found at 0v, while it should have been programmed at 3.5v.' It was noted that this was 'strange.' It was noted that attempts to increase the voltage on the side where 0 was programmed was 'impossible.' It was further noted that the device voltage could be increased over 3.5v on the other side. It was further noted that the device was scheduled to be replaced on (B)(6)-2013, but the patient experienced a stroke on the way to the hospital was 'unconscious' at the time of the report. It was noted that the replacement surgery was not performed. It was further noted that the patient was hospitalized. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that it was unlikely the implantable neurostimulator (ins) was going to be explanted or replaced by the physician due to the critical state of impairment of the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).